Event description:
Patient presented for follow-up and x-ray was performed revealing insulation damage. There are no sensing anomalies. The threshold and impedance readings are also fine. The lead is still in the patient.